Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6679836, and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: mentor smooth round high profile 500cc saline prosthesis, catalog #3503500, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis and was diagnosed with baker¿s grade iii capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.